Event description:
We received a report that during implantation of an intraocular lens (iol), the trailing haptic became detached and remained in the cartridge; the rest of the iol was delivered into the patient's capsular bag. The device decentered and had to be removed. The initial incision was enlarged and required sutures to close. The surgeon indicated the iol may have been loaded incorrectly.

Manufacturer narrative:
Concomitant medical products (corrected data) was checked in error on the initial emdr. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: the doctor placed another intraocular lens (iol)in the patient's eye after removing the one with the broken haptic. Surgery time increased by 20 minutes. Yes, device returned on 10/28/2013. Additional concomitant products: biovisc ophthalmic viscoelastic and balanced salt solution. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). No patient information provided all pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed that the lens was received torn (without one haptic). The piece of haptic was not received. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances (ncr) related to the customer claim were generated. A review of the raw material / manufacturing procedures in change control system does not show any change in manufacturing method, inspections and/or specifications. Based on the documents reviewed at measurement iol quality (miq), there is no deviation or any non-conformity throughout the process. All pertinent information available to the manufacturer has been submitted. Placeholder.